Manufacturer narrative:
Concomitant medical products: product ID: 2088tc46 competitive lead, date of implant: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and elevated sensing integrity counter (sic) and it was additionally noted that the lead is suspected of being fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.